Event description:
It was reported that one month and six days post port placement, there was a leak from the port catheter during the third chemotherapy injection. Reportedly, the patient had an extravasation and required no treatment. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven and the surface was noted to be smooth in both break regions. Upon infusion, water was observed exiting from the partial circumferential break. Therefore, the investigation is confirmed for the reported fluid leak and the identified fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2024), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that one month and six days post port placement, there was a leak from the port catheter during the third chemotherapy injection. Reportedly, the patient had an extravasation and required no treatment. There was no reported patient injury.